Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an inaccurate delivery issue. It was reported the patient¿s blood glucose (bg) was between 40-70 mg/dl without signs or symptoms. The reporter noted the pump¿s basal delivery history correlated to the active basal program.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed during investigation. A review of the pump¿s black box indicated no related issues. The basal and bolus histories correlate appropriately to the basal and bolus amounts recorded in the total daily dose. The pump successfully completed a prime sequence, delivery accuracy testing, and a 24-hour exercise test without issue or alarm; the pump was found to deliver insulin within specification. The keypad buttons were found to be responding appropriately. No unintended bolus deliveries were observed during testing.